Event description:
The recipient reportedly experienced skin breakdown at the magnet site. A culture identified pseudomonas as the cause of the infection. The recipient was advised to cease device, and no medical intervention was required at that time. Revision surgery was planned, however, the recipient was not explanted due to no signs of active infection. On (B)(6) 2025, the surgeon instead, rotated the skin flap to cover the implant and placed alloderm for an additional layer of protection. The recipient was prescribed a three-week course of bactrim prophylactically.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed and resumed device use. The recipient will be managed by the facility. No further details will be provided. This is the final report disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.